Event description:
Sales rep (B)(4) reported on behalf of the surgeon the following: "(B)(6) implanted the solis cage into the pt. He reportedly felt that the implant had become loose on the implant holder and removed this from the pt. On doing so, he reportedly found that only half of the implant was on the holder, the other parts broken inside the pt. He managed to remove the implant without overdistracting and replaced the cage with another solis cage and tribone insert."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.